Event description:
During device evaluation it was noted, the video system center had a faulty patient board set. There was no patient involvement in this event.

Manufacturer narrative:
Device return date is not available at this time. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device had color lines due to a faulty patient board. The root cause for the faulty board was not determined. Olympus will continue to monitor field performance for this device.